Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacemaker and the right ventricular (rv) lead exhibited noise being oversensed which led to pacing inhibition. Additional information was received from the field representative that asystole was greater than 2 seconds and oversensing was due to unknown location of insulation breach. The lead was capped and replaced. No additional adverse patient effects were reported.